Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and the device was found to be textured when explanted. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported any creases via an rga form.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, white particles calcification -like in device outer surface, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified three openings striated. Based on the device analysis the final assessment is: -three openings striated in the side anterior assessed as surgical damage.